Event description:
Reportedly, the rrt had not be calculated on (B)(6) 2026. The device was be interrogated 3 times. During the in-clinic follow-up on (B)(6) 2026, the longevity was displayed. Since patient needs new lead prof. Schär wanted to schedule revision and battery exchange.